Manufacturer narrative:
The incident is not related to the device or procedure. No investigation is required.

Event description:
On october 20th 2020, senseonics was made aware of an adverse event where user was hospitalized due to worsening of congestive heart failure.